Manufacturer narrative:
The previous percutaneous lead replacement referenced was addressed on MFR report # 2916596-2015-00993. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 7 months. Device evaluation the evaluation of the returned portion of the patient¿s percutaneous lead confirmed an issue that could have contributed to the reported event. A section of the percutaneous lead approximately 19 inches long was returned for evaluation. The returned section of the percutaneous lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The percutaneous lead was submerged in a saline bath for hipot testing to check for current leakage through the wire insulation, and breaches to the yellow and brown wires were identified. A breach to the brown wire was observed approximately 18.5 inches from the metal connector. The breach to the brown wire appeared to be a result of abrasion against the braided shield along with cyclic flexing in this region. A breach was also identified to the yellow wire approximately 10.5 inches from the metal connector. This damage appeared to be a result of repetitive abrasion against the terminus of the braided shield adjacent to a previous distal end replacement. Log file review confirmed the reported low speed hazard and motor stop alarms while the patient was operating on the power module. The findings in this log file are consistent with the observed wire damage found during the evaluation of the returned portion of the percutaneous lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received red heart alarms while connected to the power module. The patient was not symptomatic due to the reported events. The manufacturer's technical support reviewed the submitted log file. It was noted that the log file captured low flow hazard events which did not appear to be associated with equipment issues. On (B)(6) 2015, a subsequent log file captured events of low speeds and pump stops while connected to the power module. These events appeared to be indicative of a compromised percutaneous lead, however, the internal x-ray image submitted for review was unremarkable. On (B)(6) 2015, a percutaneous lead continuity test was performed and indicated no broken wires. The alarms were unable to be reproduced with manipulation of the external portion of the percutaneous lead. The maximum length of the external percutaneous lead was replaced. No further issues were reported.